Event description:
The patient was admitted to the hospital experienceing ami of the inferior wall involving the right coronary artery. A coronary angiogram revealed a mid-distal rca lesion. It is unknown if the target lesion was paredilated or not. A 3.5 x 33mm cypher was placed in the distal rca and a 3.5 x 23mm cypher was placed proximally in the mid rca with overlap. Four days later, coronary angiography was performed and showed thrombosis in both of the implanted cypher stents. A percutaneous transluminal angioplasty was then attempted, but proved unsuccessful due to the guidewire(s) unability cross the blockage withing the stents. The physician has requested a surgical consultation for the patient. MFR. Report # 3003742446-2006-00289.